Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained that the patient presented to the clinic with complaints of abdominal pain for four days. During evaluation, the patient¿s pd effluent was noted to be cloudy. The patient did not notice the cloudy effluent and believed the abdominal pain to be related to bad food that was consumed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefepime and vancomycin (dose, frequency, and duration unknown). The patient¿s white blood cell count was 8354 (unknown units) with 91% polymorphonuclear cells. The gram stain has resulted negative with no organisms seen. The patient has not been hospitalized and continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis has not been determined. The patient did not report a breach in aseptic technique or any leak in the cassette. Additionally, no issue was reported with the liberty select cycler. The pdrn did report the patient utilized scissors to open the solution packages and there could be a possibility the patient nicked the solution bag; however, the patient denied any leak. No additional information was provided. The cycler is not available to return for manufacturing evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that the patient has peritonitis. Upon follow up, the pdrn explained that the patient presented to the clinic with complaints of abdominal pain for four days. During evaluation, the patient¿s pd effluent was noted to be cloudy. The patient did not notice the cloudy effluent and believed the abdominal pain to be related to bad food that was consumed. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) antibiotics with cefepime and vancomycin (dose, frequency, and duration unknown). The patient¿s white blood cell count was 8354 (unknown units) with 91% polymorphonuclear cells. The gram stain has resulted negative with no organisms seen. The patient has not been hospitalized and continues to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis has not been determined. The patient did not report a breach in aseptic technique or any leak in the cassette. Additionally, no issue was reported with the liberty select cycler. The pdrn did report the patient utilized scissors to open the solution packages and there could be a possibility the patient nicked the solution bag; however, the patient denied any leak. No additional information was provided. The cycler is not available to return for manufacturing evaluation.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency. The pdrn stated there was a possibility of the patient nicking the solution bag with scissors when opening the package, but the patient denied any leak. All dialysis patients are at risk of infection due to a decreased immune system and because dialysis techniques increase the potential of microbial contamination. Based on the information and no allegation of a malfunction, deficiency or defect the liberty select cycler can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.